Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead had an automatic safety switch from bipolar to unipolar due to rv pacing impedance measurement of greater than 3,000 ohms. The electrogram (egm) assessment revealed an atrial sense (as) and ventricular sense (vs) rhythm, along with distinct ventricular egm signals. Technical services (ts) recommended further lead review. This rv lead remains in service and no adverse patient effects were reported.